Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h6 and h11 (roi). H11: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was not confirmed. From the navio logs it was verified that the handpiece got calibrated successfully. We reviewed each state of the provided navio log and did not find any internal error. Also, during the cut femur and cut tibia state, we did not observe any errors. The data regarding how much shelf of bone left to be removed on femur or tibia was not provided so it is unclear. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the bone trackers shifted/moved during the resection process. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence cori determined that the bone was taken on the lateral side and showed ¿white¿ saying we had reached our target resection. However, there was still a sizable shelf of bone left. The burr did not cut this bone when running the burr over it. The procedure was resumed, after a significant delay, with a change in surgical technique (manual procedure). No further complications were reported.